Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump was unable to prime during prime test faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error and that the customer experienced low blood glucose. The customer's blood glucose was 41 mg/dl, which was treated with chocolate milk and a donut. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.